Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the stylus connector was loose and would not plug into the programmer correctly, causing the user to loose control of the pen occasionally. The status of the programmer is unknown. There was no patient involvement.